Event description:
During a procedure for transurethral resection of the prostate, it was noted that the "ceramic protector beak" on the cysto obturator had broken off into the patient's bladder. A fragment of the protector beak measuring approximately 0.5 x 0.4 cm was immediately retrieved. The bladder was directly visualized by the surgeon and was flushed with copious amounts of irrigant. No additional fragment was retrieved. The procedure was completed. No complication or adverse event noted.